Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the returned system controller emitting a continuous alarm when plugged into a power source was confirmed. The system controller was functionally tested and was found to have faulty power cables. A flagless, unceasing alarm was intermittently active when the controller was connected to a power source. The alarm was found to activate or deactivate with manipulation of the power cables. Both power cables failed insulation hi-pot testing which indicated underlying wires were shorting to the shielding. However, the controller was still able to operate a mock loop when alarming. The controller¿s power cables were replaced and the controller was found to perform as intended when using test power cables. The controller¿s original power cables were stripped in order to inspect the internal wires. Frays in the shielding were observed within the white power cable, close to the power lead. Damage was observed in several wires, including the yellow wire ¿ the yellow wire is the alarm out wire that triggers the alarm when connected to power. When this wire shorts to the shield, the alarm echo will activate whether or not an alarm is present. The shielding is connected between the black and white power cables, resulting in the alarm being active on either power cable. Low voltage alarms were also confirmed via the provided log files. Five log files were reviewed, collectively containing data that spanned 26 days ((B)(6) 2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. On (B)(6) 2019 at 15:12, an atypical low power advisory was observed while the patient was switching power sources. The alarms cleared once power was fully reestablished to 14-volt batteries. All other low voltage events were determined to be related to no external power alarms on the mpu. Low voltage alarms were not reproduced during analysis. A log file was extracted from the system controller during testing, but the log file contained identical information to the reviewed log files. The root cause of the low voltage hazard alarms was unable to be conclusively determined through this analysis. The root cause of the controller alarming when plugged into a power source was conductor breakdown found within its power cables, causing the yellow wire to intermittently short to the shield. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller (serial number (B)(4)) was functionally tested and was found to have faulty power cables. A flagless, unceasing alarm was intermittently active when the controller was connected to a power source. The alarm was found to activate or deactivate with manipulation of the power cables. Both power cables failed insulation hi-pot testing which indicated underlying wires were shorting to the shielding.